Event description:
When inserting IV, rn noted that small amount of saline and blood came out of the port at the top of the catheter (not the actual port expected for infusion). Unable to ensure sterility (open access), new IV was started. This is the second time this occurrence was noted.